Manufacturer narrative:
Product event summary: three images and three videos were returned for analysis. All the three images show the mapping images of the heart with lesions marked. The video files show the same with no notifications triggered during the procedure. In conclusion, the reported death cannot be confirmed through analysis of the returned clinical date. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an cardiac ablation procedure using the affera system, the patient incurred a lung injury, and it was surmised that it was most likely caused by the guidewire after the transseptal puncture. It was further reported that towards the end of the procedure the patient had a violent cough and severe hemoptysis occurred (coughing up blood). The patient developed a lung hematoma, the hospitalization was extended, and despite aggressive measure to resuscitate the patient, the family elected to withdraw support after few days, and the patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.